Manufacturer narrative:
Submit date: 1/29/2018. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the syringe does not hold fluid. Local is leaking out from the black seal.

Manufacturer narrative:
An investigation of the reported condition was performed. There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received. A review of the device history record (DHR) could not be conducted because a lot number was not provided. No physical sample was received for this report. The root cause of the reported condition stated by the customer could not be determined at this time. The process is running according to product specifications and meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.